Event description:
It was reported to boston scientific corporation, that a speedband superview super 7 multiple band ligator was used during an egd (esophagogastroduodenoscopy) with banding procedure (male patient; age and weight are unknown). According to the complainant, during the procedure, the device jammed while attempting to "fire" bands. The user indicated that the handle locked up and would not turn. The procedure was completed with another speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no additional complaints exist for the specified lot.